Event description:
It was reported that stent dislodgement occurred. The 50% stenosed target lesion was located in the non-tortuous but severely calcified left subclavian vessel. A 7.0x30x135cm express ld iliac/biliary stent was advanced for treatment. However, during the procedure, it was noted that the stent came off and it was removed through the sheath. The procedure was completed with a new stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: express-b-I ld, pmtd, 7.0x30x135cm was received for analysis. A visual and microscopic examination identified that the stent had completely detached from the device. The detached stent was not returned for analysis. A microscopic examination identified that the stent of the device had completely detached from the balloon catheter. There was no evidence indicating that the balloon had been inflated. No issues with the balloon material were noted that could potentially have contributed to the complaint incident. Stent crimp marks were clearly evident on the balloon material. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 50% stenosed target lesion was located in the non-tortuous but severely calcified left subclavian vessel. A 7.0x30x135cm express ld iliac / biliary stent was advanced for treatment. However, during the procedure, it was noted that the stent came off and it was removed through the sheath. The procedure was completed with a new stent. There were no patient complications nor injuries reported.